Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14340 it was reported that the patient developed an infection at .their device pocket. The physician explanted the patient's implantable cardioverter defibrillator (ICD) and all leads. The patient was stable throughout.